Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger/modem was unable to recognize a battery. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca as well as contamination on the battery pca and a damaged u13 cmos flash microcontroller on the bedside pca. The damage to the components was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the reported failure.

Event description:
A us distributor returned battery charger/modem sn (B)(4) to report that the charger was unable to charge a battery pack.